Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield skull clamp was returned for evaluation: device history record (DHR) - no record available for serial number (B)(6) with respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having both rotational and lateral movement. Complaint confirmed via inspection of the unit. The lock had rotational and lateral movement and required maintenance and cleaning. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp did not lock down super tight. It was unknown whether the device was in contact with patient, if there was any patient injury, or surgery delay. Additional information has been requested.